Manufacturer narrative:
Received 20pc 450230/b230435a for evaluation. No customer pictures were provided. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were evaluated. Three loose holders and three loose quickshield parts were found in the returned sample bag. Remaining 17 samples were assembled correctly. Samples were checked both visually and functionally to ensure proper activation of the safety mechanism. All tested quickshields activated correctly with no deviations noted that would lead to the customer described event. The alleged malfunction could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is stll ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states needlestick occurred when the needle didn't click when first activated and came out of the safety device and went through the side of the guard. The event did not result in permanent impairment of a body function or body structure. Event did not necessitate medical or surgical intervention to preclude permanent impairment or damage.